Event description:
It was reported that device made patients muscles tighter. All components were explanted and discarded per hospital policy. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn (B)(6) / sc-2218-50 (B)(6). Investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the system was explanted. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 19111119. UDI: (B)(4).

Event description:
It was reported that device made patients muscles tighter. All components were explanted and discarded per hospital policy. The patient was doing well postoperatively.